Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The cardiologist reported feeling the needle bump something during deployment. He pulled the posterior needle before noting that the anterior needle had not presented. Needle back down was not successful. The anterior needle apparently missed the barrel and presented through subcutaneous tissue. The cardiologist was able to access and remove the anterior needle, trim the suture and remove the device. A second device was then used for good closure. This occurrence is being reported because previous instances of unsuccessful needle back down have led to reportable occurrences.